Event description:
An endovascular stent with delivery sys was successfully advanced to the target lesion site in the pt's iliac artery. Upon attempted balloon catheter inflation, it was reported that the balloon burst at 8 atmospheres of pressure. In response, another balloon catheter was utilized to completely expand and successfully deploy the stent. There were no add'l complications reported relative to this event.